Event description:
It was reported that the pump requested a minimum of 50 units during the load process after the cartridge had been overfilled. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. The product has not returned for eval. Should new relevant info become available, a supplemental report will be submitted.